Event description:
A nurse reported that there was an occlusion of phacoemulsification tip with viscoelastic causing heat to disperse to main incision where the patient experienced corneal burn, collapsing of the anterior chamber, astigmatism and wound leakage and which requires sutures during cataract surgery (with intraocular lens implant). The surgery was completed on the same day. The patient symptoms were resolved. This report pertains to phacoemulsification tip (phaco tip) involved in reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.